Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
It was reported that the intra-aortic balloon (iab) was inserted in the cath lab via the femoral artery. The day after insertion, the intra-aortic balloon pump (iabp) autocat 2 wave alarmed and strips were generated, but are not available. There is no reported pt death. The pt was injured for surgical intervention was required to remove the iab catheter. Another iab was not replaced, they are using pharmacological treatment. The pt is in the cardiosurgery intensive care unit.